Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a tasp instrument and impactor pad were fatigued and broke during impaction during trial procedure.

Manufacturer narrative:
Concomitant medical products- tibial articular surface provisional left size ef catalog#: 42517000505 lot#: 62356123. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00297. Complaint sample was evaluated and the reported event was confirmed. Product was returned and examination of the returned part determined that the instrument exhibits signs of repeated use (nicked or scratched). Instrument was found to be fractured in two pieces. DHR was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Based on the product's field age and signs of repeated use, the root cause is due to wear and tear from use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.